Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error during the manual prime process and that insulin was "squirting" out. The blood glucose reading was 72 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test due to loose/protruded drive support disk. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.